Event description:
On (B)(6) 2010, pt reported she had not noticed any issue with the up or down arrow button prior to this morning. Pt stated she attempted to press the menu button to get to info in order to check the amount of insulin left in her insulin cartridge, but the buttons on the infusion device would not respond. Advised her that in order to check the number of units remaining, from the run or stop mode, she would need to press the check button. Pt attempted to do this, but states the buttons would not respond." No troubleshooting could be completed due to infusion device not allowing pt to clear the e8 (power interrupt) by using the check button. Pt reported buttons would pop back when pressed. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for eval.